Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for spinal therapy. It was reported that the t25 portion at the tip of the v5 cement guide shaft t25 was found to be missing from the beginning. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4), part # 7480757t, lot # k25g1284 visual inspection confirmed the t25 tip of the delivery shaft is missing. The package has been opened. Unable to determine if tip was missing prior to opening or after. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.